Event description:
It was reported that during use, the device exhibited a high-pressure alarm. Troubleshooting was performed but the alarm persisted. Resolution volume 237.9; rate 5.2; given 2.15; medication fluorouracil. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.